Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device would not power on, the device failed functional testing. It was also noted that the upper case and lower case were broken, one case screw and the side bails were missing, and one output connector was damaged. (B)(4).

Event description:
It was reported that the external pulse generator would not power on. The generator was returned for service. There was no patient involvement.